Manufacturer narrative:
Upon receipt of the stubby handle a visual inspection was performed. The handle did not display any signs of misuse or abuse. Signs of normal wear and tear were apparent in the form of light, superficial scratches. It should be noted that multiple handle samples were received together in one box along with an assortment of mcl 2 blades. The handles are all from separate complaints. The handle was visually examined in order to try and determine the reason why the blade would be frozen, or stuck on the handle. The ball bearing locking slots in the handle head were closely examined with a dinolite mini microscope. The images recorded clearly reveal that numerous blade attachments have been executed on this handle. This conclusion can be realized by the displacement of metal along the edges of the machined slot of the handle. The metal displacement indicates ball bearings from laryngoscope blades have been hammered against the edge of the machined slot numerous times as the blade is removed from the handle. This condition, coupled with heavily worn ball bearings that are on the blade have all contributed to the "sticking" condition reported by the customer. DHR file is not available for review in the us. Damage displayed in the handle head with displaced metal is the result of numerous blade attachments. The complaint is confirmed. Root cause has been established (used beyond useful life). No corrective/preventative actions assigned. No further action required.

Event description:
The event is reported as: the customer alleges that the laryngoscope blade is sticking to the handle and is hard to remove.